Event description:
Customer reported being hospitalized due to low blood glucose. Troubleshooting could not be performed due to battery carrier problem. Advised customer to call back when battery carrier was received and when needed. No additional details were provided.